Event description:
The customer reported that the pt reprogrammed the device to infuse 2 days of 5fu in two hours. The lockbox was not locked. The original programming was 89mg/hour for two days. The pt had reprogrammed the device for previous times correctly. The pt admitted to reprogramming the device. 10 days after they overinfused the 5fu, they were diagnosed with neutropenia and sepsis. Pt is now fine. There is no problem with the pump according to the contact.